Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that upon insertion of the intra-aortic balloon (iab) ¿catheter restriction¿ and ¿auto fill failure" alarms were generated. The customer tried two different pump consoles with the same result. The iab was replaced successfully and there were no further alarms. There was no reported injury to the patient.